Manufacturer narrative:
The device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed that it was bent and stretched at distal tip section. Also, due to core wire separation from bald solder, the core wire was expose.

Event description:
Reportable based on device analysis completed on 01apr2024. It was reported that the core wire protruded from the tip. The patient presented with atrial septal defect (asd). A 035/260/1 (bx/1) amplatz super stiff guidewire was selected for use in the closure procedure. Flushing was performed with saline after the wire was unpacked during case preparation. However, when shaping was performed on the tip, it was observed that the core wire came out. However, returned device analysis revealed that the core wire separated from bald solder.